Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 30, 2023.

Manufacturer narrative:
This report is submitted on april 06, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 18, 2023.